Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s dad reported via phone call that the insulin pump had a glitch display and back light doesn¿t work. The customer¿s blood glucose level was 175 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Insulin pump was tested with no missing segments/partial display and back light anomaly noted.